Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 341 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation was unable to identify component causality. The device was tested and funcioned as designed.

Event description:
It was reported that a spectrum pump displayed system error 341. Any patient involvement, injury or medical intervention is unknown.